Manufacturer narrative:
Additional, changed, and/or corrected data: d6b.

Event description:
Patient reported right side rupture. The device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side rupture. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. It is not possible to determine the lot number or catalog number through the photos provided. Visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations.

Event description:
The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed a broken assessed as surgical damage and missing shell observed assessed as inconclusive. As per the investigation procedure, were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported right side rupture. The device has been explanted.